Event description:
Received a fax from end user brother, stating that his sisters chairs joystick is going bad.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.